Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: product ID mc2avr1-delsys, serial# (B)(6). A partial delivery system was returned and analyzed. The lumen of the delivery system was torn. The lumen of the delivery system was damaged. There was a mechanical issue with the tether of the delivery system. The delivery system tether was broken/cut/pulled apart. There was a mechanical problem with the outer shaft of the delivery system. There was a mechanical problem with the inner shaft of the delivery system. The analyst noted only the distal segment 5.1 cm long was returned with the device capture within the device cup. The outer and inner shaft were cut off at 5.1 cm from the distal end of the device cup. The tether was cut. The outer shaft was kinked at 4.9 cm. There were no anomalies found with the distal edge of the device cup. The device was removed from the device cup and revealed a twist in the tether. There were no anomalies found with the distal edge of the recapture cone. Deployment testing co uld not be performed as only a distal segment of the delivery system was returned. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID mc2avr1-delsys, serial# (B)(6), yes, return date: 20-apr-2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [mvd691663e]). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), there was trouble getting the device to turn to get in the right place during the initial deployment. While trying to recapture the device the deploy/capture button was no longer functioning. An attempt was made to use the tether to bring the device all the way in the cone however, halfway into the cone the tether would meet resistance and would not go any further. Ultimately, the device was able to be removed and the tines were noted to be splayed out from the cone. The delivery system also exhibited damage. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.